Event description:
A balloon ruptured following multiple inflations well beyond its rated burst pressure during a difficult subclavian vein dilatation via a hemodialysis fistula approach. During withdrawal of the balloon catheter, resistance was encountered, and the balloon material detached in the pt. Surgical retrieval of the detached balloon material was uneventful. There were no pt complications and the pt's condition is good. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the detached balloon material was not returned for eval. Kinks were noted on the catheter shaft. Both balloon bonds were present on the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was inflated well beyond its rated burst pressure as well as used in a difficult lesion. Co believes the above factors contributed to this event and do not attribute it to the device. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determined that adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and removed carefully. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a balloon through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."